Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient reported he woke during the night and the infusion device was in the stop mode. No warning or error messages were displayed. His blood glucose had elevated to 18 mmol/l (324 mg/dl), and he filled an infusion set and there were 40 iu instead of 25 iu "in order." He reported he no longer trusts the infusion device. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.